Manufacturer narrative:
Internal blood leak can occur due to damage the hollow fiber. No further info expected for this specific event and the case is considered closed.

Event description:
Customer complaints blood loss during the treatment. Blood flow rate, 150ml/min, tmp, 70mmhg. Blood loss was minima'. No patient harm and no medical intervention was necessary.